Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment is cracked and the display lens was scratched. This report is made based on results of investigation completed on 10/25/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings: the pump was returned with moisture visible thru the display lens, the oled screen is blank due to moisture in pump. The pump booted with audio/vibration. There was moisture corrosion visible in the battery compartment. The battery compartment leak was found during testing. The pump cover was removed to inspect internal components. Moisture corrosion was visible in pump compartment. A visual inspection of battery compartment revealed, compartment crack from threads to case seal. There was a scratched display lens found and the contrast and ok symbols were worn. (B)(4).